Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor kept coming off. Customer's blood glucose level was 41 mg/dl but her sensor glucose reading was 58 mg/dl. The customer was going to treat her low blood glucose level with juice. The device was not returned.